Event description:
The end user alleges his q614 tipped backwards while he was in the chair. The customer sustained back and neck pain; no treatment sought.

Manufacturer narrative:
Method - product is on hold pending litigation. Conclusions - a follow up report will be submitted upon completion of investigation.

Manufacturer narrative:
Product is not available for evaluation. Should the product become available for evaluation, a follow up report will be submitted upon completion of investigation.

Event description:
The end user alleges his q614 tipped backwards while he was in the chair. The customer sustained back and neck pain; no treatment sought.